Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2022. Batch # unknown. Additional information was requested, and the following was received: could you please provide more details for "had to manually suture the in-complete anastomosis? Because of the gas leak, when testing the anastomosis after firing, they used sutures the fix the anastomosis. Was the staple line complete? The feedback from the surgeons and nurses the staple line was not complete. Did the device cut? Yes. Was the cut line fully circumferential around the target tissue? Yes. Per photographic evaluation: this is an analysis of two photos and two videos submitted for evaluation. During the visual analysis, the following was observed: the first photo shows a device from the battery area with a piece of tissue on it. The second photo shows an extended trocar with an anvil attached. Also, the washer can be seen cut, and two donuts. The first video shows an anvil in the hand of a user with a donut on the shaft. The donut was noted incomplete. The second video shows a donut handled by a surgical instrument and it appears to be not completed. Based on the photos and videos the event described is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was discarded our evaluation is limited. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.

Event description:
It was reported that during an unknown procedure, incomplete donuts after firing. This occurred intra-op. The procedure was approximately delayed by 30-minutes. Manual sutured the incomplete anastomosis. There were no patient consequences.